Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value instead of a carbohydrate value when requesting a bolus. Customer delivered the bolus and bg lowered to 23 mg/dl and customer experienced convulsions. Customer was transported to the emergency room via ambulance and was subsequently hospitalized. The customer was unaware of how low bg was treated; however indicated that treatment resolved the issue. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.